Event description:
Event description guidant received information that this patient has a pacemaker that is on advisory. The patient had the device checked and was calling to ask about the advisory. The patient is convinced that the pacer is malfuctioning and wants it removed. Technical services explained the issue and said that since the device is on the list does not mean that there is anything wrong with it.